Event description:
It has been reported to philips that the live images did not display on the flexvision monitor. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use, and procedure was completed as planned. A philips field service engineer (fse) inspected the system onsite and identified that live images did not display on the flex vision monitor. According to the field service engineer (fse), the third-party company trimedx received the service call that reported problem, but after their troubleshooting action the software is corrupted on the flex vision computer. Upon the fse's arrival, fse reinstalled the software on the flex vision computer. During the configuration process it was discovered that the dvi was not receiving power and for this problem the third party replaced the cable on present of fse and on troubleshooting it was found that the customer could not use the mouse on the computer. After the configuration was completed, the customer was able to use the mouse. To resolve the problem, fse configure the flex vision pc and trimedx replace the network switch. After reconfiguring the back up on flex vision pc, system returned to use in good working order. The codes were updated based on the investigation outcome.